Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and swelling at the ipg site (reference MFR. Report: 1627487-2017- 02116, reference MFR. Report: 1627487-2017- 02117 and 16227487-2017-01799) and pain at the leads when the stimulation is turned on. The patient experiences discomfort and pulling at the lead site when she bends over. X-rays confirmed the ipg had flipped in the pocket, however x-rays showed no anomalies to the lead. Surgical intervention may be pending to address this system.